Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with normal operating current. No unexpected failed battery test noted. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the numbers on the insulin pump werscrolling when attempting to deliver a bolus. Customer also reported removing the battery and receiving a battery failed alarm. Customer also reported receiving a button error alarm after. The customer's blood glucose was 220 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.